Event description:
It was reported that prior a da vinci-assisted surgical procedure, that customer performed hard power cycle of the system. The non recoverable fault 20 persists even after hard power cycle of the system. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The remote logs recorded error code 20, indicating this rac failure a confirming the fault occurred in the field. A visual inspection revealed no physical damage or anomalies related to the reported issue. The rac was installed onto a golden system (is 4200) where the failure was triggered by indicating a fault on rac, but enable replicated the same error 20 from the field service engineer (fse) the reported event because this rac cannot complete program into the gold system. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.